Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. External and internal visual inspections were performed and no issues were found. The device passed temperature verification testing. The pneumatic system was tested and found to be functioning normally. The device failed volumetric accuracy testing with the original piston foam. A lab piston foam was installed and the device was able to pass this test. The original piston foam was reinstalled and the device failed the volumetric accuracy testing again. An inspection revealed that the piston foams were disintegrated. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the disintegrated piston foams. The piston foam was scrapped. Should additional relevant information become available, a supplemental report will be submitted.